Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported while in the cath lab the md prepped the iab per instruction. After inserting the sheath the md "tried to insert the iab into the sheath." The membrane "stuck in the sheath around 2/3 depth as the wrapping came loose." As a result, the md inserted another brand iab with success. There were no reported patient complications.